Event description:
Estimated date of incident (B)(6) 2023 on 29jan2024 it was reported: repeated ear infections and impacted wax leading to blood sepsis in (B)(6) 2023 - hospitalization occurred and otolaryngologist was involved. Medical personnel asked for a more open fit with rie (reciever-in-the-ear) instead of cic (completely-in-canal). Patient absolutely loved the cic so continued to wear them against recommendation during this infection. Patient noted slight discomfort in the left ear in (B)(6) 2023 - clinician saw impacted ear wax and referred to physician for it to be removed. In (B)(6) 2023 - patient woke in the middle of the night to severe pain in the left ear. Hospitalized for a ruptured eardrum and blood sepsis. Hearing care professional was made aware of the incident in december 2023 when patient returned to the clinic. Hcp noted some wax and white fuzzy debris in the ear during otoscopy (potentially from the medication). Patient has a history with ear infections. (B)(6) 2024 order was placed for a rie instead of cic. Otolaryngologist believes that user has developed sensitivity to the materials in the hearing aids and that hearing aids which sit inside the ear are at a higher risk for infections due to moisture and bacteria. 27feb2024 no further information recieved

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturr's investigation conclusion: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Clinical assessment concluded: it was reported that the user developed a life-threatening ear infection in (B)(6) 2023. The user has been wearing hearing aids for many years without issues, but in the last two years he has had a few ear infections which were treated with antibiotics. However, the user kept using the hearing aids. It was reported that in (B)(6) 2023 the user woke up with severe pain in his left ear. The next day the user went to the doctor who noted inflammation, took a swab and prescribed ciprofloxacin (antibiotics) drops. The following day, the ear filled with fluid and blood and the user became dizzy. As the condition worsened, the next day he was seen in the emergency room where he was treated with intravenous antibiotics. Rupture of the eardrum and streptococcus in the bloodstream was discovered and he developed sepsis. CT and mris concluded that the infection had spread to the brain. The user had a follow-up appointment with an otolaryngologist, and he allegedly believes that the user has developed a sensitivity to the materials in the hearing aids and that hearing aids which sit inside the ear are at a higher risk for infections due to moisture and bacteria. When the user's daughter mentioned that they are concerned about him using the hearing aids again, he agreed that he would be nervous too. Medical personnel asked for a more open fit with receiver-in-ear (rie) instead of completely-in-canal (cic). Patient absolutely loved the cic so continued to wear them against recommendation during this infection. It is unclear when this recommendation for switching models of hearing aids was made and by which medical personnel. The hearing care professional saw the user in (B)(6) 2023 for impacted ear was and referred to physician for it to be removed and did not see him again until december where wax and white fuzzy debris was noted during otoscopy. A follow-up states that the user is unsteady on his feet due to the ruptured eardrum (which may require surgery to heal) and is getting regular blood tests to ensure the infection is completely out of his body, which seems to be the case. On (B)(6) 2024 an order was placed for a rie instead of cic. It has not been possible to receive any information on risk factors for sepsis such as potential confounding medical conditions such as immunodeficiencies or other debilitating chronic diseases besides the user's age of 87. It is unfortunate that this happened as the user was informed to discontinue its use when he experienced continuous ear infections. In the light of limited information, it is considered unlikely that the incident was caused by the hearing aid itself. Clinical evaluation according to clinical evaluation plan: hearing aids are designed to have skin contact with the end user, the materials used in the hearing aids are biocompatible and a biological evaluated according to procedure. Hearing aids, by design, are meant to be worn in/on the ear and handled by the end user and hearing care professional. Human skin is regularly contaminated, and daily handling of hearing aids increases the risk of transferring bacteria to the ears. As the devices are physically touching the ear/ear canal there are risks of infection in cases where there was contaminated handling often devices or improper cleaning, should a detachable portion of the hearing aid (e.g., dome, wax filter) become lodged in the ear canal, or as, above, a damaged device causing cuts/scratches to the ear resulting in infection. Not cleaning hearing aids and/or ear molds at all or well enough can also in rare cases cause contamination resulting in irritation, infection or allergic reactions. Users of hearing aids are to be guided in how to maintain their hearing aids and information can also be found in user guides. This to minimize the risk of irritation, infection or allergic reactions. It is concluded that the benefit of wearing a hearing aid outweighs this risk. The user guide includes a caution that hearing aids should be cleaned daily to avoid skin irritation or infection from ear wax or other residue on the hearing aids. A hearing aid can be new and with a different shape for experienced hearing aid users. Continued hearing aid usage despite soreness can result in the skin being pulled off, this can be the case in the ear canal or in the concha with ite hearing aids and ear molds and it can be on the top of the pinna or around the instance of the ear canal with the bte hook, standard tube, thin tube and receiver wires. Most often usage will be discontinued when soreness arises, but in some cases usage continues sufficiently to result in the skin to be pulled off. When the hearing aid usage is discontinued due to either soreness of the skin being pulled off, the risk of infection is minimal. Pain or discomfort in the ear is listed as a contraindication in the clinical evaluation plan. Risk register reference: risks related to existing medical conditions are considered in the risk analysis, mitigated and deemed to be of an acceptable nature. The residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. No corrective actions is to be taken, as the problem is not traced back to the device. Device type involved in the incident continue to be monitored as a part of the post market surveillance plan. Manufacturer's investigation is final. This is a combined initial and final report.